Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-apr-2024. The device evaluation was completed on 02-may-2024. The device was returned for evaluation. The returned device's visual inspection and screening test were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. The device was connected to the carto 3 system and it was recognized; however, errors 105 and 106 were displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The force issue reported by the customer was confirmed, the potential cause of the open circuit cannot be determined. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish brown material inside and a hole on the pebax with internal parts exposed¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported magnetic sensor issue/error and the ¿106¿ force catheter sensor error. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. During the procedure, the magnetic sensor issue/error was displayed. A second device was used to complete the procedure. There was no adverse event reported on patient. Error code '105' was displayed). In addition, picture provided which also provides (error code ¿106¿ force catheter sensor error). The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-may-2024 observed reddish brown material inside and a hole on the pebax with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax with internal parts exposed on 02-may-2024 and have assessed this returned condition as reportable.